Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an insulin flow blocked alarm. Customer's blood glucose at the time of the incident was not provided. The customer reported that the event was resolved by changing out the infusion set. Product is not expected to return.